Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2026 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "leaking (deflation) and rippling". This record is for the right side. Device remains implanted.